Event description:
The customer alleged theat the ventilator stopped cycling while in patient use. No harm reported per cuctomer. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. Cse replaced the exhalation transducer as precautionary. The unit passed extended self testing. No parts were replaced.